Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was having issues because customer had air bubbles in the reservoir and tubing of the infusion set. Customer's blood glucose was not known. No further information reported.